Manufacturer narrative:
The gi bleeding referenced in this section was reported under the medwatch MFR. Report #2916596-2017-02392. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 51 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient presented to the emergency room (ER) due to shortness of breath and lightheadedness for the previous 2 days while at home. The patient¿s inr was 4.1 seconds, partial thromboplastin time was 33 seconds, hemoglobin was 4.7 g/dl, and hematocrit was 15.3%. The patient was taking aspirin and coumadin daily at the time of the event, and both were then held. The patient was given 2 units of packed red blood cells and then 1 unit on (B)(6) 2017. On (B)(6) 2017, an upper endoscopy revealed an actively bleeding arteriovenous malformation of the duodenum and was treated with cauterization with effective eradication and cessation of the bleeding. On (B)(6) 2017, the patient was given 1 unit of packed red blood cells. Coumadin was restarted, but aspirin was still held. The gastrointestinal bleeding (gi) resolved on (B)(6) 2017.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.